Event description:
Physician noted a small hole in the shunt tube after insertion. Shunt was removed and replaced during the initial surgery without complication or enlargement of the incision.

Manufacturer narrative:
No patient issues. Device involved in this incident was not received by the manufacturer for analysis. While we are unable to definitively determine cause of the damage, we do not believe it is manufacturing related.